Manufacturer narrative:
This supplemental MDR is being submitted to report this event is no longer MDR reportable based on new information received.

Event description:
It was reported approximately one month post port placement, during routine examination the patient became symptomatic. The patient was taken to interventional radiology and port-function testing was performed and the port was identified to be well-positioned and functional. The neurologist and radiologist did not think the port was implicated. There was no reported patient injury as a consequence of the device.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported that approximately one month after the placement of the port device, during the plasmapheresis treatment for recurrent hypertriglyceridemic pancreatitis the patient allegedly experienced numbness and weakness of the right upper arm, lightheadedness, palpitations, unstable feet and word finding difficulty. It was further reported the patient was admitted in the intensive care unit (ICU), and a computed tomography (CT) examination showed no evidence of an acute stroke, however, hypersensitivity of the basilar artery was identified. Reportedly, a computed tomography angiography (cta) did not demonstrate a basilar artery clot, however, the national institutes of health stroke scale (nihss) was 5, therefore the health care provider administered tissue plasminogen activator (tpa) and then the neurological symptoms resolved. Reportedly, no device deficiency was identified under x-ray examination, and the health care provider also reported that stroke like symptoms were not related to the port device as it was accessed successfully. The patient was discharged from the ICU after three days and was reported to be in stable condition.